Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 pump. The incident occurred at (B)(6) hospital in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that a pump stopped during the procedure. The perfusionist hand cranked to maintain blood flow. The pump started after it was power cycled. Within a few seconds, the pump stopped. The pump re-started after switching it off and on again. The facility requested that the pump be repaired on site. A sorin rep was dispatched to the facility to evaluate the pump. The rep replaced the display/touch screens and a cable. No other issues were found. The pump passed functional testing and was returned to service. There was no report of patient injury. The facility filed a vigilance report with the country's competent authority. This medwatch report is filed as a result of this action.

Event description:
Sorin group (B)(4) received a report that a pump stopped during the procedure. The perfusionist hand cranked to maintain blood flow. The pump started after it was power cycled. Within a few seconds, the pump stopped. The pump re-started after switching it off and on again. No further issues occurred during the procedure. There was no report of patient injury.